Event description:
It was reported that the artificial urinary sphincter pump was defective. The pump was not implanted. The patient had no further complications following the procedure.boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the artificial urinary sphincter pump was defective. The pump was not implanted. The patient had no further complications following the procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.